Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The customer complaint regarding questionable measurements was not duplicated. No product performance issue identified related to spo2 and pulse rate. A secondary finding was observed where the keypad silence alarm button has mechanically failed and gets stuck in the pressed position. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device provided inaccurate readings. No consequences or impact to patient were reported.